Event description:
Patient undergoing hip surgery for an intertrochanteric hip fracture. When surgeon was tightening set screw, the screwdriver tip broke and was retained in the head of the screw. Surgeon was unable to remove from head of screw. It was reported that the screwdriver broke at the very tip where the metal is the thinnest.sales representative notes that he has seen this type of break in the past but never at this particular area on the screwdriver.